Event description:
In 2010, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the battery indicator. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient said the product issue first started about three days ago at 9:00 am. The patient said he took less food and drink after the issue started and since yesterday, he became sleepy, weak, and had frequent urination. He denied receiving treatment. The csr documented that the lfs meter displayed the battery indicator even with new batteries. The patient's product was replaced. This complaint is reported because the patient alleges that the lfs meter displayed the battery indicator and 2 days afterward he was sleepy, weak, and had frequent urination. The patient's symptoms are suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.